Manufacturer narrative:
(B)(4). Additional information: the actual device was not available; however, a photograph of the sample was provided for evaluation. Photographic inspection revealed that the tubing had disconnected from the lower y-site. The reported condition was verified. The cause of the condition was not determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that distal end of a clearlink luer activated valve set disconnected during priming. There was no patient involvement. No additional information is available.